Event description:
It was reported that a transparent, colorless film that ¿looks like ky jelly¿ was observed in the opening of the transfer set when it was removed from the adaptor. The transfer set was changed out and there were no problems noted. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.